Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on after changing multiple new batteries. Customer stated that insulin pump had a blank display. Customer stated that display blank for less than 30 seconds and did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.